Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: b5 additional: h3 and h6

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that the atrial lead could not be fixed. The atrial lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that the atrial lead could not be fixed. The atrial was not used and was replaced. The patient was in stable condition throughout the procedure.